Manufacturer narrative:
Based on the results of the investigation, a definitive root cause cannot be identified. Probable cause could be stress, handling issue, usage. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation, that the cysto-nephro videoscope distal end was not secured, due to the adhesive peeling off. There was no patient involvement.